Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a two-week post device upgrade follow-up. Upon interrogation the right ventricular lead exhibited loss of capture. The patient reported feeling dizzy. The lead could not be repositioned due to suspected helix anomaly. The lead was explanted and replaced. There were no complications noted.

Manufacturer narrative:
Correction: loss of capture was due to lead dislodgement. A complete lead was returned in one piece. Analysis of the lead found the helix was retracted and clogged with body fluid and tissue; the inner coil was overtorqued. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
The loss of capture was due to lead dislodgement.